Event description:
Patient complained of pain. Osteolysis noted on x-ray. Mild poly wear on medial plateau of insert.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code information was not provided. A review of provided patient x-rays finds possible bone loss in the medial tibial metaphysis; however, the review of radiographic density was difficult to perform due to the poor image quality, so the report of osteolysis cannot be confirmed. The report of mild poly wear cannot be confirmed since the explant was not available for examination. The cause of the reported complaint of pain cannot be determined with the information provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy product development has been made aware of the issue and is monitoring.

Manufacturer narrative:
This complaint is still under investigation.